Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
After the pulmonary vein isolation ablation procedure, a transthoracic echocardiogram confirmed a pericardial effusion. No patient symptoms were noted. No intervention or treatment was needed. The procedure was completed with no adverse consequences to the patient. There were no reported performance issues with any abbott device.